Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the battery impedance trend was rising. The recommended replacement time (rrt) alert was triggered on (B)(6). Daily battery trend data shows a gradual rise/noisy battery impedance. A premature rrt alert was observed without corresponding battery depletion. (B)(4).

Event description:
It was reported that the device reached recommended replacement time early. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.